Manufacturer narrative:
The device was not returned for analysis. The production record for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. A corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation - based on additional information received stating the device had been discarded, the return status has been updated from yes to no.

Manufacturer narrative:
The device was not returned for analysis. The production record for this product could not be reviewed because the lot number was not reported. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 corrections: medical device problem code 3190 removed; 1142 added. Type of investigation code 3331 added. Investigation findings code 3221 removed; 114 added. Investigation conclusions code 4315 removed; 4311 added. H11 correction - additional mfg narrative updated.

Event description:
It was reported that this was a venous closure of a vein using the pre-close technique prior to a watchman procedure. Reportedly, the two proglide failed while attempting to pre-close a watchman procedure. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed reports, the following information was received: reportedly, there was a cuff miss [suture retrieval issue] for two proglide devices while attempting to pre-close a watchman procedure. No additional information was provided.

Event description:
It was reported that this was a venous closure of a vein using the pre-close technique prior to a watchman procedure. Reportedly, the two proglide failed while attempting to pre-close a watchman procedure. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: primary UDI number ¿ a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.